Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. There was a clot on the lumen of the catheter. After right atrium (ra) mapping ended, something like a blood clot was clogged to the lumen, and perfusion could not be conducted, and it was unable to be pushed with a syringe. The catheter was changed, the procedure was continued, and ended without problem. The procedure was completed without patient's consequence. The thrombus were visually confirmed after the mapping was completed. Occlusion/no irrigation is not MDR-reportable. Thrombus/clot is MDR-reportable.

Manufacturer narrative:
On 26-jul-2022, bwi received additional information indicating that the patient was not affected. On 1-aug-2022, bwi also received further information indicating that an anticoagulant (heparin) was used. The act control value was 300-400. It was maintained throughout the procedure. The irrigation fluid was heparin saline. On 2-aug-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 31-aug-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. There was a clot on the lumen of the catheter. Device evaluation details: visual analysis of the returned device revealed that no damage or anomalies were observed, no residues of thrombus/clot were observed on the pentaray nav eco catheter. An irrigation test was performed, following bwi procedures. The catheter failed the test since the irrigation tube was found folded inside the tip area. A manufacturing record evaluation was performed for the finished device 30747204l number, and no internal action was found during the review. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).